Event description:
A malfunction alarm was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction code did not recur afterward. The customer was able to continue using the pump.